Event description:
Material#: unknown , lot#: unknown. It was reported by the consumer reported pharmacy technicians have noticed an increased incidence of coring with the bd precision glide needles, 18g x 1.5¿. These are seasoned technicians and have never had an issue prior to the past 2 weeks. Nothing else has changed. I¿m just checking on if there¿s been any other complaints about these needles. Additional information: please provide date of event? Has been ongoing for the past 2 weeks from what I¿m told. 2) please provide batch /lot number? 3271974 3)) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No pictures available 4) please share the material number 305196.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up : a device history record review was completed by our quality engineer team for provided material number 305196 and lot number 3271974. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material#: 305196, lot#: 3271974. It was reported by the consumer reported pharmacy technicians have noticed an increased incidence of coring with the bd precision glide needles, 18g x 1.5¿. These are seasoned technicians and have never had an issue prior to the past 2 weeks. Nothing else has changed. I¿m just checking on if there¿s been any other complaints about these needles. Verbatim: rcc received a complaint via email. Email(s) attached. Our pharmacy technicians have noticed an increased incidence of coring with the bd precision glide needles, 18g x 1.5¿. These are seasoned technicians and have never had an issue prior to the past 2 weeks. Nothing else has changed. I¿m just checking on if there¿s been any other complaints about these needles. Thank you, comments on 07/03/2024 1) please provide date of event? Has been ongoing for the past 2 weeks from what I¿m told. 2) please provide batch /lot number? 3271974. 3)) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No pictures available. 4) please share the material number 305196.